Manufacturer narrative:
The actual device involved is not available for evaluation and the specific log number is not known. According, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. The pt received lots contained in both recalls for the product; therefore, both recall numbers are referenced. A CAPA was initiated to address the issue. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
During medical record review for an unrelated event, it was learned the pt ended his treatment early due to the notification of the product recall. Follow up with home therapies registered nurse was performed. According to the nurse, the pt did not require medical intervention as a result of this event. However, the treatment sheet indicated the pt received 200 ml of normal saline solution for hypotension. No further treatment was indicated. The pt continued on home hemodialysis. There was no sample available for return. Dialysis settings: dialysate composition 2.0 k, 2.25 ca, blood flow rate 450 ml/min, dialysate flow rate 800 ml/min, ph 7.0, conductivity 13.8, machine temp 36.1, blood pressure prior to dialysis sitting 162/80 and standing 114/48.

Manufacturer narrative:
Medical records were received and a clinical investigation is pending. The actual device involved is not available for eval and the specific lot number is not known. A search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. A retrospective record review of those lots did not identify any nonconformance reports and/or abnormalities during the production of those identified lots that could have caused or contributed to the pt's hypotension. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of the complaint sample. The plant investigation revealed that lot 14nmlb002 and 14smlb004 were recalled on may 15, 2015 and lot 15amlb, 15bmlb011 and 15cmlb001 were recalled on july 15, 2015. A supplemental medwatch will be submitted upon the conclusion of the clinical investigation.

Event description:
From medical records: hemodialysis orders (B)(6) 2015 - dialyzer: f160nr, dialysate: 2k 2.25ca, dialysate flow rate: 800 ml/min, flow rate: 450 ml/min, scheduled hours: 4hrs 15 min. Estimated dry weight: (B)(6). On (B)(6) 2015 vital signs - pre blood pressure: 162/80 pulse 71 (sitting and 147/74, pulse 80 (standing). (B)(6). The pt had been discharged from the hospital on (B)(6) 2015. He had been admitted for a syncopal episode with significant findings of: hypotension, orthostasis, orthostatic hypotension, likely autonomic dysfunction and loss of sympathetic function reflex related to orthostasis, diastolic dysfunction, end stage renal disease, hypertension, and sleep apnea.

Manufacturer narrative:
Results of clinical investigation are as follows: based on the 36 pages of medical records info, it appears that on (B)(6) 2015, this pt had his home hemodialysis stopped early due to use of recalled bicarbonate product. Subsequent treatment sheets do not indicate any adverse event occurred as a result of use of the recalled bicarbonate. White blood cell count was within normal limits 3 days after the event. There is no mention in the medical record that the pt experienced any adverse event or infectious/inflammatory process following the use of the recalled product. Medical records do not show that the pt experienced nausea or "not feeling well" which is associated with the possible side effects to use of recalled bicarbonate. According to the hemodialysis registered nurse, the pt required no medical intervention even though the pt received 200cc normal saline due to low blood pressure. The caregiver's use of the alleged recalled product was an avoidable event. There is no documentation in the medical record that indicates the lot number of the liquid bicarbonate. Therefore, the recalled product cannot be verified. There is no documentation in the medical record that indicates that pt suffered any adverse event as a result of the recalled bicarbonate.